Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented to the hospital after not feeling well, the device was found to be in backup vvi mode. Further review of the device image also noted noise on all channels. The device was explanted and replaced. The patient suffered no adverse consequences.

Manufacturer narrative:
Additional information: the reported field event of backup vvi was confirmed in the laboratory via review of the device image and occurred during high voltage charging. The device was tested on the bench and no abnormalities were found. The power-on reset (por) could not be reproduced and the cause of the reset could not be determined.